Manufacturer narrative:
(B)(4): eval, method: film. Eval, results: (stent deformation), (tortuous vessel, severe calcification, 95% stenosis). Eval, conclusions: device failure/lack of effectiveness related to pt condition (tortuous vessel, severe calcification, 95% stenosis). Device eval: the device was returned for eval and was severely stretched and deformed. Two stent segments were intact and the remaining segments were raised, bunched and stretched. The hypotube was bent and wavy. The crimp baked impressions were evident on the balloon. Prior to use, the device had been inspected and prepped without any difficulties being noted. No further damage was noted.

Event description:
The physician was attempting to implant an endeavor sprint rapid exchange (rx) drug-eluting stent in an anomalous circumflex artery. The vessel was highly tortuous, highly calcified and exhibited 95% stenosis. The endeavor stent was not able to cross the lesion and when attempts were made to pull the stent back into the guide catheter, the proximal end of the struts appeared to be raised and therefore were not able to be pulled back into the guide. The physician, along with his colleague, then decided to pull the guide, wire, and stent catheter down the aorta and attempted to pull the stent directly into the sheath at the femoral site. Unfortunately, the stent was flared at the proximal end, therefore it would not pull into the sheath. The physician then decided to gain access via the left femoral artery with a 7 french long sheath with the intention of snaring the entire system into the sheath. This technique was finally successful and the endeavor system was removed from the pt. Two des stents were then placed in the anomalous circumflex artery, after some additional ballooning. No clinical sequelae were reported.